Manufacturer narrative:
A field action was conducted on february 19, 2015 in which zimmer biomet voluntarily removed the persona trabecular metal tibial implant from the field due to a higher than anticipated complaint rate for radiolucent lines and loosening. FDA recall z-1266-2015 contains the related tibial lot number. The corrective and preventive action investigation determined that the likely root causes for the higher than anticipated complaint rate are that the persona tm tibia allows the potential for the tibial implant to sit proud on the resected tibial surface and the persona tm tibia has less initial stability than predicate devices. The device in question was implanted on (B)(6), 2014, prior to this field action.

Event description:
It is reported that the patient has been revised due to pain and possible loosening of the tibial component.

Manufacturer narrative:
Supplemental information including primary operative and revision notes was reviewed. The primary surgical notes indicate that the patient underwent total knee arthroplasty to treat severe degenerative joint disease of the right knee. Range of motion and stability were checked with the trial components. After ligament releases, flexion and extension were acceptable, gaps well-balanced, and the patella tracking was excellent. The final components were implanted using a cementless technique. Upon final check, the range of motion and stability were found to be excellent throughout with well-balanced gaps and acceptable tracking of the patella. The revision surgical notes indicate that the tibial component was removed with various saws. Fifty percent of the backside had fibrous ingrowth and fifty percent bony ingrowth. Upon review of this supplemental information, the conclusions of the investigation remain unchanged.

Manufacturer narrative:
Device history records were reviewed and no deviations or anomalies were found. This device is used for treatment. Surgical notes were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. A product history search revealed no additional complaints against the related part and lot combination. A definitive root cause cannot be determined with the information provided.

Event description:
It is reported that the patient is experiencing pain.